Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced no symptoms while the cgm was 132 mg/dl. Then, the patient was in a car accident. She checked her bg, and it was 40 mg/dl while the cgm was reading unspecified normal values. The patient did not seek a higher level of care, but her car was damaged. The reversal of hypoglycemia was not specified and the patient declined to provide further details. Follow up attempts were unsuccessful. There was no documentation of further medical evaluation or intervention. She was fine and stable during the call. Of note, the patient was pregnant during the event and the patient uses insulet omnipod5 in modified closed loop. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.